Event description:
It was reported that a pt had a vfib/vtach-like rhythm that never alarmed as vfib, vtach or asystole. Staff disconnected the pt from telemetry, connected a roving dash to verify data at the bedside, and defibrillated the pt. No pt injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.